Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band did not fire; the bands did not move, and the wire broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire broken.

Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. D2b (pro code (product code)): fhn. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of trip wire broken. H11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned with all bands attached to it. The teeth were damaged, and the handle showed no signs that the trip wire was secured. The trip wire slack remained, and the wire was not broken. No other problems with the device were noted. The reported events of bands unable to deploy was confirmed; however, trip wire broken was not confirmed. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or this could also be attributed to the way the physician was entering the device through the patient, resulting in damaged teeth and affecting the functionality of the bands at the time of the attempted deployment. Based on a review of all available information, the most probable cause of the reported event is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the band did not fire; the bands did not move, and the wire broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.